Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5167388.

Event description:
Voluntary medwatch received reported: I am writing to report an issue with my tandem t:slim x2 insulin pump, manufactured by tandem diabetes care. The pump continues to malfunction, preventing me from administering my necessary medication. Despite following all recommended troubleshooting steps to reset the pump, the issue persists. Tandem diabetes care has refused to replace the device unless I call three separate times, even though I have already completed all required troubleshooting steps. This delay in receiving a properly functioning device puts me at risk of developing diabetic ketoacidosis (dka), a serious and potentially life-threatening condition. I urge the FDA to investigate this matter to ensure patient safety and proper manufacturer response to device malfunctions. Refer to add'l documents in i2k.